Event description:
It was reported that the patient could not adequately inflate their inflatable penile prosthesis (ipp). The system was explanted and replaced. During explant, a tear was observed in the left cylinder. There were no patient complications reported.